Event description:
It was reported to philips that the system's emergency stop button was activated, which can impact the system from booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips made a sincere attempt to gather further information concerning the clinical application of the system during the event, along with the outcomes for the patient and the procedure, however, the customer could not supply the requested information. The philips remote service engineer (rse) verified that there was no malfunction within the system, attributing the issue solely to the hospital. The radiographer noted a crowd at the main control station during activation, which the estates team managed on site. No repair work was performed by philips service team. The system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified no system malfunction. This scenario includes that the problem is not related to the malfunction of the system, attributing the issue solely to the hospital for that system's emergency stop button was activated. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.